Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Several components showed traces of corrosion or contaminated caused by the internal leak. Corrosion was found on the rail mechanism, catch wing, pcb, top battery and chassis. Contamination was found on the commutator cap. During investigation, download data generated an 0xd7 hazard code indicating a power on reset was detected. The internal leak caused the experience 0xd7 alarm. The internal leak was found to be the root cause of the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. As treatment, a new pod was placed.